Event description:
It was reported that the balloon of a fogarty catheter was found deteriorated. Event was noticed when the paper packaging of the device was opened during a procedure. Issue was resolved until staff found a device with the older, rigid packaging. There were no patient injuries, but it was noted that the issue caused delay in procedure. Per customer, the hospital supply team traced the device storage and travel path of the defected device to ensure product was stored in the acceptable temperature location and not exposed to bright lights. The supply team determined that the travel and storage of the devices were adequate.

Manufacturer narrative:
Per product evaluation, the reported event of balloon deterioration was confirmed. Balloon latex appeared deteriorated and discolored. Multiple cracks and tears were evident on balloon latex. Balloon edges at the tip did not appeared to match up. Leakage was observed through the tear at the proximal end of the distal windings. Both balloon windings were intact. Balloon latex was released from proximal winding to check balloon edges at the tear. The edges did not appear to match at the tear. No other visible damage was observed from catheter body. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.